Event description:
One pt sample with discrepant results for multiple assays. Initial total protein gave 8.9 g/dl; repeat gave 7.3 g/dl. Initial albumin gave 5.9 g/dl; repeat gave 4.9 g/dl. Initial calcium gave 11.2 mg/dl, repeat gave 9.7 mg/dl. Initial bicarbonate gave 39 mmol/l; repeat gave 29 mmol/l and initial glucose gave 156 mg/dl; repeat gave 115 mg/dl. Erroneous results were not reported. The field service representative was unable to determine exact root cause. Performance tests were performed and within specification.